Event description:
It was reported that the speed was unstable. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal to mid left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, it was noted that the rotation speed was unstable, and it increased and decreased. The set rotation speed was 180,000rpm and the maximum number of rotations observed was at 190,000rpm with an unstable speed range of 170,000 to 190,000rpm. The procedure was completed with another of the same device. No patient complications reported.